Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that insulin pump had motor error resulted in ketones feeling really bad started having issues a few days ago several motor errors with blood glucose being erratic unknown blood glucose. The blood glucose started to rise 130 mg/dl when he woke up blood glucose over 400 mg/dl stated that he did not get any alerts happened 2 nights in a row that he woke up with high blood glucose and ketones with no delivery circle unsure if he got any no deliver alarms with the motor errors. The customer was assisted with troubleshooting and declined. The customer stated drive support cap was normal. The insulin pump will not be returned for analysis.